Event description:
It was reported that the patient passed away due to heart failure while on hospice care. It was not reported whether the patient's death was related to the left ventricular assist device (lvad) or device therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct relationship between the device and the reported heart failure and subsequent patient outcome could not be conclusively determined through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 19jul2019. No further information was provided. The manufacturer is closing the file on this event.